Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 3/26/1996 and has no repair history at zimmer surgical. Eval of the device observed revealed flattened tines on the right side of the comb, the left spring of the comb was missing and the right spring of the comb was put in upside down. It was also noted that there was wear to the roller and right end of the roller, galling of the roller gear teeth, wear to the side plates and the left latching pin was loose and did not lock. Prior to repair, a test mesh could not be performed due to the damaged comb. Repair of the device included replacement of the comb. Repair of the device included replacement of the comb and its missing left spring, side plates, screws, bushings, carrier guide, roller and roller gear, feet and the ball detent on the sliding pin. The customer did not return any cutters or a ratchet for eval. The cause of the reported issue was improper handling and lack of preventative maintenance likely caused the damage to the comb, which includes the bent tines, missing left spring and improperly placed right spring. It should also be noted that improper handling and lack of preventative maintenance likely caused the damage to the roller and roller gear, side plates and left latching pin. The device was serviced and returned to the customer.

Event description:
It was reported that during a regular check a damaged comb was found on zimmer skin graft mesher. The zimmer skin graft mesher is one of zimmer (B)(6) loaner devices. During device eval, it was observed that the comb was bent. There was no pt harm or delay reported.